Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported when he completed treatment and was removing tubing set he noticed that there was a fluid leak. Patient stated he could not see where it was coming and the cassette did not seem to have a hole. He retained the set and is making it available for evaluation. During follow, up his pd nurse reported that there was no patient harm or medical intervention required. No antibiotics were prescribed. No adverse event reported at this time.